Event description:
It was reported that during a sacrocolpopexy w/ hysterectomyda vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported a right hand control error multiple times, and the site was able to recover the error. The procedure was completed with no reported injury. The following additional information was obtained from the surgeon: the surgeon was operating on a patient with a high bmi and, after completing the difficult portion of the case (the complete dissection), the entire right side of the console went out. Troubleshooting and rebooting failed to resolve the issue. The surgeon did not want to open this patient, who had a bmi close to 40; so the surgeon finished with one arm, with assistant, in placing the mesh and closing the peritoneum. The surgeon believes a stable application was achieved; however, this was the surgeon's first early failure in 15 years.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem, which pointed to the master tool manipulator (mtm) on the console. The fse initially performed a full recalibration with the original mtm. After three hours of testing mtm without issues, the fse deemed the system ready for use. The fse later replaced the mtm on the surgeon console due to recurring errors. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint to perform failure analysis. During failure analysis, a visual inspection was performed and found no problems related to reported issue. The system powered on with no error or failures. The instruments were attached, and the system was driven; during the drive there were no errors or failures. The instruments were then removed and power cycling and drive test were repeated several times, still no failures or errors. The reported issues could not be confirmed during mtm troubleshooting. Further troubleshooting requiring sftp and encountered a failure on ¿slow gravity balance test post sine cycle ¿ wp¿; however, this was unrelated to the field failure. The remainder of the fitness test on sftp passed with no issues. The mtm was also tested on 1-hour sine cycle and passed with no issues. The error logs from the field showed communication issues with the manipulator controller master forearm (mcmf). As a precaution, the mcmf and slipring will be replaced along with the wrist pitch axis 5 gearbox due to unrelated failure during testing. Although the specific root cause cannot be determined, based on failure analysis results an issue with the mcmf and slipring in the mtm are consistent with the complaint.